Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) and baclofen (unknown) at unknown concentration/doses via an implantable pump for non-malignant pain. It was reported by the hcp that the patient had an magnetic resonance imaging (MRI) back in october and now pump was reading motor has stalled for 755 hours. The hcp stated no motor stall recovery was seen in logs but patient never had pump checked after the scan because MRI techs told her it was not necessary. The hcp stated patient never felt symptomatic and they were about to refill the pump.